Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient implanted with this single coil implantable defibrillation lead received inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing. A approximately 2.5 years later the patient received an inappropriate shock due to continued t-wave oversensing. The device was reprogrammed and no further oversensing was observed. It was also noted that the shock impedance ranged from 104 - 137 ohms and noise was seen on the shock channel. Ts discussed lead integrity appeared fine; noise not unusual given the vector. No adverse patient effects were reported. Additional information was received indicating this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. The rv lead remains in service. No adverse patient effects were reported.